Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was charging more than expected. The pt was running the implantable neurostimulator about 10 hours a day at 5.6 to 6 volts, and started at 2 volts. It was later reported that stimulation was intermittent and unreliable. There was no known accident or incident related to this complaint. Additional info has been requested, but was not available as of the date of this report.